Event description:
It was reported that the initial surgery was performed using a g7 dual mobility (dm) system. A reoperation was later performed due to an intraprosthetic dislocation (ipd). On this occasion, further dislocation occurred. A revision procedure was completed to replace the bearing and femoral head.

Manufacturer narrative:
(B)(4). D10: 110031009 vivacit-e dm bearing 28x38mm 67075135. G2: foreign: japan. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.